Event description:
It was reported the tx60b was used during a low anterior resection. It was reported the rep spoke with the surgeon before the case because the surgeon was not real comfortable with co's devices. The surgeon told the rep he did not need him and asked him to leave. About 40 minutes later, the rep was paged to the room. The device was applied to the rectum and fired. No staples were placed into a lap sponge and there were staples present. Stool was released into the wound and the surgeon did peritoneal lavage as a result. A new tx60b was used and worked fine. The surgeon then told the rep to leave again. About 20 minutes later the rep was paged to the room again. The surgeon was getting ready to use the exs33 and asked the rep to stand in the room while he fired the device so there is no problem because he feels this device leaks. The surgeon did not use sizers. The surgeon always uses size 33. The rep noticed there was a lot of tension on the mucosa and suggested a 29, but the surgeon wanted to use the 33. The device was fired. The staple line was checked with betadine and no leaks were noticed. The staple line was then checked with air and saline and tiny bubbles were seen. The leak was oversewed.the surgeon is going to tell the pt what happened and that it was a device issue. The surgeon is requesting a call from the ees surgeon. 4/9/1998 the surgeon, was performing a low anterior resection carcinoma, he had placed the tx60b across the lower rectum and fired the instrument and divided the rectum, there was some retraction of the rectal stump. Later in the case when the circular stapler was passed into the rectum he noted a complete dehiscence of the wound and no staples were identified. Inspection of the instrument at that time showed staples within the instrument. A new stapler was then placed across the rectum and a good control was obtained. A double staple technique was then used to perform the colonic reconstruction; at that time leak testing revealed some air leak anteriorly; this was controlled with silk sutures. The pt is recovering normally. The doctor states that the procedure was prolonged approximately 1-1.5 hours and there was some significant blood loss related to the failure of the instrument. The instrument is being returned for co's evaluation. Co indicated to the surgeon, that he would receive a report after the instrument had been evaluated.

Manufacturer narrative:
Proximate reloadable linear stapler-based upon the information received, the visual examination, and the functional results, no conclusion could be reached as to what may have caused the reported incident. The instrument was received in good condition. The instrument was fired with a reload cartridge and it fired and formed all the staples as designed with no difficulties noted.